Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months following implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient presented for follow-up due to a right ventricular (rv) lead integrity alert (lia). It was noted there was a suspected loose setscrew and high rv pacing impedance, oversensing of sensing integrity counter (sic), non-sustained ventricular tachycardia episodes due to noise and a high pacing threshold were observed. The physician chose to reprogram the device and continue to monitor the patient via follow-up. The crt-d remains in use. No patient complications have been reported as a result of this event